Manufacturer narrative:
B1: corrected to adverse event in initial MDR. B2: corrected to required intervention to prevent impairment/damage (devices) in initial MDR. H1: corrected to serious injury in initial MDR. H6 - corrected to health effect - impact code: 4627. Claim#: (B)(4).

Event description:
The reporter indicated the surgeon inserted a 13.2mm micl13.2 implantable collamer lens, -07.00 diopter, and the lens was implanted upside down. The lens was removed, reloaded and inserted again but the surgeon noted the lens was torn. The lens was removed with no patient injury. The backup lens was implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).